Event description:
Patient reported obtaining a blood glucose result of 222 mg/dl, while using the suspect device. Based on this value, patient reportedly delivered 10 units of insulin lispro. Patient indicated that, 2 hours later, he was awakened by paramedics. Patient stated that spouse had noticed that, prior to the event, he was sweating and slurring his words. Patient's blood glucose, when tested on suspect device, reportedly measured 75 mg/dl. Within 5 minutes, patient's blood glucose was reportedly retested on paramedics' device, with a result of 75 mg/dl. Patient indicated that he was treated with an intravenous glucose solution and was given a bowl of cereal, after which blood glucose reportedly measured 114 mg/dl (on paramedics' device). No additional treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.